Manufacturer narrative:
The suspect device was returned for evaluation. Based on a visual inspection of the returned partial sample, the transducer luer's had cracked. According to stress impressions on the luer body, the crack could be caused by overtightening or incorrect threading between the male and female luer. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges there was a leakage at the sensor connection. No patient injury.